Event description:
Medtronic received info that an aortic valve was replaced at re-operation due to cuspal tears and regurgitation noted by echo.

Manufacturer narrative:
Analysis: only the excised leaflets of the valve were returned for analysis. Gross examination shows the leaflets are flexible, but there is tissue deterioration on one leaflet, with abrasion and ragged edges noted. A small remnant of pannus remains attached to one leaflet, adjacent to the outflow point of coaptation. Radiography shows no evidence of mineralization in the leaflet tissue. Conclusion: although the abrasion and ragged edge on one leaflet may be the cause of the reported regurgitation, with only the leaflets returned for analysis, we are unable to determine the exact cause of the incident. The death of the pt was stated by the customer as non-valve related.